Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: anisomastia, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experienced pain, firmness, and superior displacement of the right breast. Magnetic resonance imaging was performed and findings were suggestive of a ruptured right breast implant. Additionally, she sought a consultation with a medical professional as she felt her breasts were uneven. During the exam, she indicated that while breast feeding she developed right breast mastitis. Subsequently, she was diagnosed with right breast baker grade IV capsular contracture with rapid onset after breast feeding/mastitis and lateral hypermobility of the left breast implant during the exam. As a result, the patient underwent bilateral removal and replacement with 630cc mentor memorygel boost breast implants on (B)(6) 2024. The implants were explanted and found to be intact, without rupture. This report is for the left breast prosthesis.

Manufacturer narrative:
On december 23, 2024, the mentor analysis lab received the suspect medical device for evaluation. On december 30, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).